Event description:
It was reported that after surgery, the stem inserter blue plastic piece fractured. There was no patient involvement, and it was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Visual examination of the returned product pictures identified the blue plastic sleeve is confirmed to be fractured. The blue sleeve is still held firmly in place to the tip slider component from the epoxy used during assembly. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.